Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device plunger was not aligned correctly which was causing wrong measurements. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection showed missing battery, along chipped top case right corner, bottom case screw broken off, and cracked right plunger case. Event history log showed no alarms relating to the reported problem. The screw holes on the plunger tube are not in the right position. The complaint was confirmed. Most probable cause could be that the plunger tube is an old design that does not line up correctly with current plunger case. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously. Replaced plunger tube. Performed power up process, pm and all functional tests which passed.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. B5:additional information received via email on 12-oct-2022: there was no patient involved only want the device repaired. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.